Event description:
Olympus was informed that two pts had tested positive for pseudomonas aeruginosa after undergoing a cystoscopy using the subject device. Once of two pts reportedly experienced pain during urination and was provided with antibiotic. There were no further details provided.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report. The user facility reported that the subject device underwent culturing and the result was negative for pseudomonas aeruginosa. The device was returned to olympus for eval. The eval found slight brownish residue in the suction cylinder and in the distal end of the instrument channel. In addition, the user facility was determined not to be reprocessing the endoscopes in accordance with the directions for use, and were storing the device in a manner that did not promote drying between uses. As part of the f/u to this report, the user facility was provided training on how to appropriately reprocess the endoscope. Please also reference mfg report # 8010047-2011-00167 for a related report. This report is being submitted as a medical device report in an abundance of caution.